Event description:
A routine complaint investigation revealed that the consumer allegedly received a high blood glucose result (390 mg/dl) when compared to a hospital value obtained (226 mg/dl) within an acceptable time range. When charted on a clarke error grid, the results fall into the "c" zone which shows clinical significance of error.